Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed. Complaint sample will not be returned.

Manufacturer narrative:
Complaint samples were not returned to codman; therefore, the evaluation could not be performed. For product code 82-6653, the lot number was not provided; therefore, the lot history records review could not be conducted. The difficulty reported by the customer could not be determined. Complaint is considered closed at this time. If the complaint sample(s) becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Event description:
The sensor did not function. Change of sensor twice. They didn't function either. No clinical consequence for the patient. The sensors will be returned for evaluation. On 9/30/2014, additional information reported from affiliate: the surgeon wanted to use a ventricular icp kit 82-6653. It couldn¿t be calibrated. He tried with another kit of same reference, without success. He decided to use a parenchymal icp kit, (B)(4), which has correctly functioned. Impossible to calibrate the device, before introduction in the patient . Not reportable. Procedure could be done with another reference. Only 1 kit 82-6653 will be returned for evaluation. On 10/3/2014, additional information reported from affiliate: the device was placed on a patient who had a surgery for voluminous extradural hematoma. The calibration of the sensors was unsuccessful. The monitor indicated: ¿non detected sensor , verify connections¿. The ventricular stayed in place and an intraparenchymal sensor was used. It functioned well. Lost of time of 2 hours. Frustration and irritation of the medical team. On 10/6/2014, additional information reported from affiliate: a drain (ventricular catheter 82-6653) stayed in placed and another icp transducer was placed along. Two drains were first placed, one was removed. The monitoring was not functioning; 2 hours delay before transferring the patient in intensive care unit. No adverse consequence. On 10/8/2014 email sent to affiliate requesting the lot number for the product that will not be returned.